Event description:
The handpiece became hot and burned the patient lip. Ointment was applied to the burn.

Manufacturer narrative:
Heavy residue, bearing stiff and grinding. Maintenance information was reviewed with the office and maintenance sheets were sent.